Event description:
It was reported that a vena cava filter was difficult to advance through the delivery sheath and during deployment, the filter titled. The filter retrieved with a snare device and another filter was deployed without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.